Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 84 mg/dl and 485 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 120 mg/dl and 300 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.